Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / tubal ligation right side after failed 2nd attempt of essure insertion") and device expulsion ("malposition of essure device location of device: uterus / failure to occlude (close) fallopian tube (s)/ right side the coil folded up") in a 44-year-old female patient who had essure (batch no. B93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, colonic polyp, high cholesterol, knee operation, tonsillectomy, cone biopsy of cervix in 1999, cryosurgery, colonoscopy, polypectomy, hidradenitis, anovulation, anemia, nabothian cyst, obesity, hypothyroidism, hypertension, anemia, knee operation from (B)(6) 2013, total hysterectomy from (B)(6) 2018 and sterilization in (B)(6) 2014. * the patient had sulfa and penicillin rash. Concurrent conditions included back pain, vaginal odor, amenorrhea, menstruation abnormal, rash, endometrial hyperplasia and uterine enlargement. Concomitant products included atorvastatin from 2014 to 2017, estradiol since 2018, ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2018, fenofibrate from 2009 to 2016, ferrous sulfate from 2009 to 2018, levothyroxine since 2009, lisinopril since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/ spotting."), menorrhagia ("abnormal bleeding menorrhagia") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient underwent transfusion ("blood transfusion"), experienced discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). The patient was treated with beta-lactamase sensitive penicillins, metronidazole and surgery (hysterectomy, bilateral salpingectomy, cystoscopy, oophorectomy, d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, vaginal infection, dysmenorrhoea, transfusion, fatigue, female sexual dysfunction, anaemia, dyspareunia, weight increased and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and discomfort had resolved. The reporter considered abdominal distension, anaemia, device dislocation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, transfusion, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Date of removal - (B)(6) 2016, other - removal of essure from right fallopian tube and attempted reinsertion of essure into right fallopian tube that lead to laparoscopic tubal ligation through banding. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2016. Right coil bent during first implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), malposition of essure device. Contrast on the right appears to extend beyond the essure device into the fallopian tube. Right essure device appears twisted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr. Vaginitis, vaginal discharge, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Events added from pfs- apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: anemia, dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: bloating. Outcome of event vaginal haemorrhage, menorrhagia, vaginal discharge were updated. Medical history, concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / tubal ligation right side after failed 2nd attempt of essure insertion") and device expulsion ("malposition of essure device location of device: uterus / failure to occlude (close) fallopian tube (s)/ right side the coil folded up") in a 44-year-old female patient who had essure (batch no. B93876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, colonic polyp, high cholesterol, knee operation, tonsillectomy, cone biopsy of cervix in 1999, cryosurgery, colonoscopy, polypectomy, hidradenitis, anovulation, anemia, nabothian cyst, obesity, hypothyroidism, hypertension, anemia, knee operation from (B)(6) 2013 to (B)(6) 2013, total hysterectomy from (B)(6) 2018 to (B)(6) 2018 and sterilization in (B)(6) 2014. The patient had sulfa and penicillin rash. Concurrent conditions included back pain, vaginal odor, amenorrhea, menstruation abnormal, rash, endometrial hyperplasia and uterine enlargement. Concomitant products included atorvastatin from 2014 to 2017, estradiol since 2018, ethinylestradiol; norgestimate (ortho tri-cyclen), ethinylestradiol; norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2018, fenofibrate from 2009 to 2016, ferrous sulfate from 2009 to 2018, levothyroxine since 2009, lisinopril since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/ spotting."), menorrhagia ("abnormal bleeding menorrhagia") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient underwent transfusion ("blood transfusion"), experienced discomfort ("discomfort"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). The patient was treated with beta-lactamase sensitive penicillins, metronidazole and surgery (hysterectomy, bilateral salpingectomy, cystoscopy, oophorectomy, d & c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, vaginal infection, dysmenorrhoea, transfusion, fatigue, female sexual dysfunction, anaemia, dyspareunia, weight increased and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and discomfort had resolved. The reporter considered abdominal distension, anaemia, device dislocation, device expulsion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, transfusion, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Date of removal - (B)(6) 2016, other - removal of essure from right fallopian tube and attempted reinsertion of essure into right fallopian tube that lead to laparoscopic tubal ligation through banding. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2016. The left side 3 coil is visible. The right side the tube is folded and inside the tube. Right coil bent during first implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), malposition of essure device. Contrast on the right appears to extend beyond the essure device into the fallopian tube. Right essure device appears twisted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ vaginitis, vaginal discharge, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: fu (3) and fu(4) processed together. Trailing coils information added. Quality safety evaluation of ptc. On 6-may-2019: fu (3) and fu(4) processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device expulsion ("malposition of essure device location of device: uterus/failure to occlude (close) fallopian tube (s)/ right side the coil folded up") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, colonic polyp, high cholesterol, knee operation, tonsillectomy, cone biopsy of cervix in 1999, cryosurgery, colonoscopy, polypectomy, hidradenitis, anovulation, anemia and nabothian cyst. * the patient had sulfa and penicillin rash. Concurrent conditions included back pain, vaginal odor, amenorrhea, menstruation abnormal, rash, endometrial hyperplasia and uterine enlargement. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (trinessa) from (B)(6) 2014 to (B)(6) 2018 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal/ spotting."), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), discomfort ("discomfort") and fatigue ("fatigue") and underwent transfusion ("blood transfusion"). The patient was treated with beta-lactamase sensitive penicillins, metronidazole and surgery (hysterectomy, bilateral salpingectomy, cystoscopy, oophorectomy, d & c). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal infection, dysmenorrhoea, transfusion and fatigue outcome was unknown, the pelvic pain and discomfort had resolved and the vaginal haemorrhage and vaginal discharge was resolving. The reporter considered device dislocation, device expulsion, discomfort, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, transfusion, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Date of removal - (B)(6) 2016, other - removal of essure from right fallopian tube and attempted reinsertion of essure into right fallopian tube that lead to laparoscopic tubal ligation through banding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded), malposition of essure device. Contrast on the right appears to extend beyond the essure device into the fallopian tube. Right essure device appears twisted. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ vaginitis, vaginal discharge, menorrhagia most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis,malposition of essure device location of device: uterus,dysmenorrhea (cramping),vaginal discharge, fatigue, blood transfusion, discomfort, spotting were added. Outcome of events pain, discomfort, vaginal bleeding, from unknown to recovered/resolved and vaginal bleeding, vaginal discharge from unknown to recovering/resolving were updated. New reporters, medical histories and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: she need for additional surgery no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.